Event description:
Customer reportedly received results of 334 mg/dl and 160 mg/dl within 10 mins on the aviva system. No high blood glucose symptoms reported with these results. No actions taken based on device results. No qcs were used. No adverse event reported. Requested return of suspect device and replacement was sent.